Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient mentions a replacement surgery. It was not confirmed if the replacement was due to normal battery depletion. It was reported that the patient had original implant done in 2005 and in 2010. The patient had it replaced because it "stopped working." The patient doesn¿t know if it was normal battery depletion. The healthcare provider never told the patient.